Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter broke and leaked. The following information was provided by the initial reporter: "the mother called the nurse because she reported that due to a sudden movement in the posterior right upper limb, blood came out, so the nurse verified it, evidencing that insyte no. 22 is ruptured in half outside the vein, which causes the doctor to send patient for a soft tissue ultrasound. Soft tissue ultrasound is performed in the upper limbs with a 7 mhz transducer, where the following is observed: in relation to the palpation, an external superficial vein of the right forearm is identified, an intraluminal tubular image of approximately 15 mm compatible with a catheter, no frank collections are observed, muscular planes without alterations. "

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the catheter tubing inside a glass vial, therefore confirming the reported defect. The provided pictures do not provide enough evidence to determine what caused the break as the tubing and the rest of the unit need to be microscopically inspected to evaluate possible causes for the catheter detachment. The event description provides the flow rate of the infused substance which is 100ml/hour. Per the instructions for use (IFU) d13348 revision 11, this flow rate is within the capability of the device and therefore likely did not contribute to the reported defect. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In the manufacturing environment, during swaging, the catheter is placed over the wedge and pressed down over a pin. Misalignment or damage to the pin may result in damage to the catheter tubing. This damage is typically under the nose of the adapter. Operators perform leak testing per the quality plan to mitigate the occurrence of this defect. During flaring of the tubing over the wedge, if the flare length is incorrect, the tubing could separate from the wedge. There is a 100% vision inspection for flare length and operators perform catheter pull force testing per the quality plan to mitigate the occurrence of this defect. Additionally, during use, a catheter break may be caused by a needle spear through or from sharp instruments being used near the insertion site (i.e., scissors). Again, the photos provided for this incident did not present sufficient evidence to identify or confirm a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter broke and leaked. The following information was provided by the initial reporter: "the mother called the nurse because she reported that due to a sudden movement in the posterior right upper limb, blood came out, so the nurse verified it, evidencing that insyte no. 22 is ruptured in half outside the vein, which causes the doctor to send patient for a soft tissue ultrasound. Soft tissue ultrasound is performed in the upper limbs with a 7 mhz transducer, where the following is observed: in relation to the palpation, an external superficial vein of the right forearm is identified, an intraluminal tubular image of approximately 15 mm compatible with a catheter, no frank collections are observed, muscular planes without alterations."